Event description:
On (B)(6) 2011, pt reported the check button on her infusion device is hard to press. Pt stated she went to the doctor for a routine check and mentioned it to him. Pt reported the doctor also had a hard time pressing the check button. Pt stated the issue started a few weeks ago. Pt reported she noticed "fingernail" indentations on the check button which she feels may be interfering with its performance. Pt stated she thought the check key felt different or harder to press than the menu key. Had pt insert a new battery into the infusion device. Pt pressed the menu key and the check key to start the infusion device and states it is still hard to press. Pt reported she had to use 2 thumbs to press the button and get it to respond. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.